Event description:
This rv lead was implanted on (B)(6) 2001 and capped on (B)(6) 2012 due to low impedances of 250 with elevated capture in unipolar only. No capture in bipolar. The procedure took place at (B)(6) hospital in (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).